Manufacturer narrative:
Our quality engineer inspected the 3 samples submitted for evaluation. The reported issue of air bubbles/ air in line was not confirmed upon inspection of the samples. Analysis of the samples showed no damage on the surface of the part that could cause aspiration failure. Aspiration tests were conducted with all three returned samples, and all samples passed with no abnormalities observed. A flat catheter tip was observed on one sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The root cause of the air bubbles could not be determined as the defect was not replicated. The sample with the flat tip was returned in unit packaging without a protection tube. There is a chance the catheter tip might have been flattened by the packaging during handling and transportation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
During use of this product, air bubbles were observed in the blood sample; 3 units affected; samples can be returned; no photographs provided; requires green claim processing; requires complaint response letter; requires complaint receipt confirmation.